Event description:
It was reported that during a coronary stent procedure, the balloon that was prepped with renographin ruptured. The stent was successfully deployed. The patient experienced a drop in heart rate and blood pressure. A clot was noted and treated with reapro. The patient status is listed as "okay".